Manufacturer narrative:
Additional contact info: (B)(4).

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump may have under delivered medication and exhibited a no disposable alarm about "half way through the infusion." Per reporter the programmed resisual volume was at 100 ml, the rate was 2.2 ml/hr for 45 hours and 34.1 ml of medication remained in the cassette. It was reported that priming of the tubing was done with the pump. No adverse patient effects were reported. Per reporter no additional information was available.